Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the patient's legal representative that the patient had undergone an (B)(6) 2018 left ankle modified brostrom procedure. The operative report noted the following arthrex devices were implanted: 1.3 mm fibertak suture anchor (qty 1), internal brace with 4.75 swivelock anchor with suture tape (qty 1) and 3.5 swivelock anchor (qty 1). Post-op on (B)(6) 2019 it was discovered that the patient had a metallic piece on the anterolateral aspect of the left ankle causing pain and tenting of the skin. The patient underwent a revision procedure (B)(6) 2019, performed by a different surgeon, at a different facility. The metallic piece was removed and was noted to be approximately 2 cm with forked tongue configuration on one side. The retrieved metallic piece was given to the patient at the patient's request.